Event description:
Customer reported that a cartridge alarm occurred during the load process, which resulted in the blood glucose level displaying "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). There was no need for third-party assistance beyond standard support, as the customer was not incapacitated. Tandem technical support confirmed that there were no previous reports of cartridge alarms with this pump serial number, but there had been alarms with consecutive cartridges. To resolve the issue, a replacement pump was sent to the customer. The customer was advised on how to put the pump into storage mode and instructed to return the problematic pump to tandem using a pre-paid ups label within 10 days.